Event description:
The customer reported via phone call that they were attempting to change their max bolus. The customer's blood glucose was 305 mg/dl at the time of the call. Customer declined to troubleshoot for their high blood glucose. The customer also stated they were hospitalized, but no information was provided. Customer was advised their max bolus was already set to 25, therefore no changes could be made. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.